Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported yesterday they were at the doctor's office with the physician's assistant, pt was asking if they supposed to feel the stimulation throughout the day because a lot of time when they lay down on their left side, they got 'zapped really bad' when their implant is on the right side. Pt said they don't feel the 'zap' that much when standing. Pt said they had 10 or 12 adjustments and got another one yesterday because they were trying to get the stimulation to their toes. Agent had difficulty understanding the patient and tried to obtain pertinent details. Pt mentioned they were taking a little nap, and their foot was hurting specially the left foot, they fell the vibration on their upper leg and hip but not down to their toes. When asked for event date pt said 'since the beginning'. Pt said they were not able to adjust the program to where they don't feel the pain. Agent reviewed information. Pt said their rep set the program to a yesterday, the ins stimulates for 25 seconds then stops for 5 seconds and the stimulation is 'pretty high', they done that because their implant 'will be dead' after 18 hours. Agent reviewed contacting the field for visibility.